Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staples couldn t be fired. The doctor worried the device's quality and safety, so used a new device to complete the surgery.

Manufacturer narrative:
(B)(4). Date sent: 2/3/2023. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number 890a88, and no non-conformances were identified.